Event description:
The facility representative reported a flo-gard infusion pump with "insert slider clamp". This condition occurred during programming/setup but it was not stated in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "insert slider clamp" was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be a substance entering the safety slide clamp mechanism and harming it. The safety slide clamp was replaced to correct the condition. A service history review revealed that this device was previously serviced for the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.